Event description:
It was reported by the patient that she underwent an obturator sling procedure on an unknown date. The mesh eroded four times through the vaginal wall and urethra. The patient underwent three more procedure for the erosion. The patient experienced pain in the leg, abdomen, vagina, with intercourse, and sometimes during ambulation. The patient has experienced bleeding from the wound. The patient also complained of weak legs, fatigue, and incontinence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.